Event description:
A hospital nurse manager reported that during an endoscopic retrograde cholangiopancreatography (e.r.c.p.) Procedure, reusable forceps inserted into an olympus duodenoscope opened but could not be closed as a physician attempted to take biopsies in the common bile duct. In order to withdraw the scope and opened forceps from the pt, the physician pulled the forceps close to the scope's distal end and removed the scope and forceps assembly from the pt. Once the assembly was withdrawn from the pt, the forceps were cut and released from the scope. The pt was re-intubated with the same scope; different forceps were used and the procedure was completed without complications.